Event description:
It was reported that the catheter was disconnected from the pump; confirmed by a catheter dye study. No pt symptoms were reported. The pt underwent a pump replacement in 2008. It is unk if the catheter was revised or replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.